Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type (see h2), update the event problem and evaluation codes (see h6), and update the investigation results. Investigation: the complaint of the z6ms acquisition error was investigated. The transducer was returned, and testing was performed. However, the reported issue could not be reproduced. The investigation results were inconclusive, and a root cause for the issue could not be identified.

Event description:
Additional information was received and it was reported that during a transesophageal echocardiography (tee) study, the transducer displayed us acquisition hw_40_0 error message when it was connected to the system. The report stated that the study was completed without changing the device. There was no loss of data and no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of event (see section b3), provide additional event information (see section b5), correct the address of the initial reporter (see section e1), update device evaluated by manufacturer (see section h3) and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.